Event description:
It was reported that the user experienced hyperglycemia after a supply change and dinner while using the ilet system, with the highest reported glucose of 334 mg/dl and elevated glucose levels persisting for approximately 10 hours; the user was advised to allow more time after meal announcement for the pump to deliver correction insulin, and glucose was confirmed to have returned to range thereafter. Customer care provided support that included user advice regarding corrective insulin. Investigation of this case revealed no device malfunction or component failure and an unclear cause for the hyperglycemia event. No clinical symptoms associated with hyperglycemia reported. Outcomes included user-managed recovery without back-up therapy, medical intervention, and hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and remains unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.